Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse above upper limit) has been confirmed. Upon investigation the monitor was delivering pulses above the upper limit. The monitor had an electrical short on the q10 component of the defibrillator board. The root cause for the reset has not yet been identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse above upper limit.